Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report the g5 mobile application experienced no audio outputs on (B)(6) 2016. No additional patient or event information is available.